Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ultra 2 meter gave inaccurate results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2015 at 4:30pm. The reporter stated that the patient obtained results of "358, 340, 315 and 311 mg/dl" using the subject meter, all results taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The patient manages her diabetes with self-adjusting insulin. The reporter stated that the patient took more food/drink on (B)(6) 2015 at 4:30pm in response to the alleged inaccuracy. The reporter claimed that the patient developed the symptom of "sweating" before the alleged inaccuracy began, although the reporter was unwilling/unable to provide the date/time that the symptom developed. The reporter stated that the patient visited ER on (B)(6) 2015 at 4:30pm where she received hcp treatment of a blood glucose test using an ER/hospital meter and the result obtained was "34 mg/dl." At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment after the alleged inaccuracy began. The blood glucose result of "34 mg/dl" obtained from the ER device does meet lifescan's criteria for a serious injury.